Event description:
It was reported that the alarm does not sound because the speaker assembly is defective. No patient harmed, and no injury reported because this was found during service and repair

Manufacturer narrative:
H10. Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 8043484-2020-02170. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.